Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 23rd november, 2023 getinge became aware of an issue with one of surgical equipment - xs flat screen mount. During preventive maintenance it was found that spring arm cover was broken. Photographic evidence confirmed that issue and indicated that some cover particles were missing and that paint on arm was damaged with risk of missing particles. According to the getinge technician the cause is improper handling by hitting another object. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical equipment - xs flat screen mount. Based on the photographic evidence the designated complaint unit employee found that spring arm cover was cracked with missing particles and paint on arm was damaged with risk of missing particles. According to the getinge technician the cause is improper handling by hitting another object. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. As specified in the complaint the cause is improper handling by hitting another object, which is why the customer was advised to use it properly. According to the picture, there is no doubt that this breakage is the result of a shock with another device. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 23rd november, 2023 getinge became aware of an issue with one of surgical equipment - xs flat screen mount. Based on the photographic evidence the designated complaint unit employee found that spring arm cover was cracked with missing particles and paint on arm was damaged with risk of missing particles. According to the getinge technician the cause is improper handling by hitting another object. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.